Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was initially reported through clinic notes date (B)(6) 2012, that the patient had experienced several seizures over the previous three months and that her seizures were partially controlled. At that time, it was also indicated that her vns battery was at end of life. The patient underwent a generator revision on (B)(6) 2012 and the generator was returned for analysis. Product analysis on the generator was completed on (B)(6) 2012. During product analysis, the reported "end of life", was not duplicated in the pa laboratory. However, the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.